Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA .

Event description:
It was reported that none of the buttons on the infusion device were functioning. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.